Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('increasingly severe pain, pain on her left side'). In a 37-year-old female patient who had essure (batch no. 50701364), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products, included for an unreported indication: depo provera from 2011 to 2013. Past adverse reactions to the above products, included did not have periods with depo provera. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced amenorrhoea ("I have not had any periods"). In (B)(6) 2013, the patient experienced procedural pain ("pain during hsg procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itching"), vaginal discharge ("discharge"), dyspareunia ("pain after sex"), pelvic discomfort ("discomfort") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort and menorrhagia outcome was unknown. And the pruritus, amenorrhoea, vaginal discharge, dyspareunia and procedural pain had not resolved. The reporter provided no causality assessment for amenorrhoea, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain, procedural pain, pruritus and vaginal discharge with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2015, diagnosis; 1) endometrium, scrapings: atrophic gland pattern with pseudodecidual stroma consistent with progestin effect. 2) bilateral fallopian tubes, salpingectomy: no histopathology. Quality safety evaluation of ptc: lot number#: 50701364, manufacturing date: nov-2012, expiration date: nov-2015. Sample is not available. We conducted a review of the manufacturing batch record and confirmed, that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021, no new information was received. Then mention, the update of both imdrf/FDA codes as the only change. Medical records received: new reporter, lab data, medical history added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain, pain on her left side') in a 37-year-old female patient who had essure (batch no. 50701364) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2011 to 2013. Past adverse reactions to the above products included did not have periods with depo provera. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced amenorrhoea ("I have not had any periods"). In (B)(6) 2013, the patient experienced procedural pain ("pain during hsg procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), dyspareunia ("pain after sex"), pruritus ("itching"), menorrhagia ("heavy menstrual bleeding") and vaginal discharge ("discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort and menorrhagia outcome was unknown, the dyspareunia, pruritus, amenorrhoea and vaginal discharge had not resolved and the procedural pain had resolved. The reporter provided no causality assessment for amenorrhoea, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain, procedural pain, pruritus and vaginal discharge with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: diagnosis. 1) endometrium, scrappings: - atrophic gland pattern with pseudodecidualized stroma consistent with progestin effect. 2) bilateral fallopian tubes, salpingectomy: - no histopathology. Lot number: 50701364 manufacture date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case report was received from a consumer in united states on 08-jan-2014. The report refers to the reporting (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and did not have any periods, had itching, discharge, pain after sex, pain during hsg (hysterosalpingogram) procedure, and pain on left side since then. No information was given on consumer's medical history, concomitant medication and concurrent conditions. The consumer's drug history included depo provera (medroxyprogesterone) in 2011. For two years consumer had shots every three months and she did not have periods. In (B)(6) 2013, the consumer had essure (fallopian tube occlusion insert), lot number 50701364, inserted for contraception. Consumer has not had any periods since she had the essure. She has been having itching, discharge and pain after sex. She was told maybe it was due to the nickel. She does not have a nickel allergy. After she had the hsg (hysterosalpingogram) done in (B)(6) 2013, she had pain during the procedure and she still has pain on the left side reporter did not assess device-event relationship. Follow up information received on 24-sep-2016: legal claim was received; this report is considered legal case from this date forward. The plaintiff was implanted on or about (B)(6) 2013. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and showed that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding. She has never experienced any of those conditions prior to essure procedure. She sought treatment for her symptoms from her physicians in but was unable to resolve her symptoms. On (B)(6) 2015, she underwent a partial hysterectomy and had her essure coils removed. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain, pain on her left side. A partial hysterectomy was performed and her essure coils were removed. The event, regarded as pelvic pain, is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since a surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 14-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). Lot number: 50701364 manufacturing date: nov-2012 expiration date: nov-2015. Sample is not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain, pain on her left side. A partial hysterectomy was performed and her essure coils were removed. The event, regarded as pelvic pain, is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since a surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.